Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date can not be determined. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The cause of the event is unknown.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a mid urethral sling procedure performed in 2009. According to the complainant, the patient experienced urinary retention, requiring catheterization following the implant of the device. There were no device problems noted. The physician stated the retention experienced by the patient was caused by the patient's bladder kinking the sling which was caused by the cystocele not having been repaired prior to surgery. The patient was catheterized to relieve the retention, and was sent home from the hospital with a catheter. The physician intends to schedule a cystocele repair to relieve the retention. Very little post void residual was noted, the physician told the patient to self-cath if she does not void completely. There were no further patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "doing better, improving".